Event description:
It was reported that the patient experienced a shocking or jolting sensation after replacement of the left implantable neurostimulator (ins). The symptoms were located at the left leg, buttock, and ins pocket site area. It was noted the ins ¿moved more freely¿ than the prior ins and the patient wondered if this might have been the reason for the shocking. The patient¿s status was good. The patient was anxious to resolve the shocking issue so she could get back to life as it had been prior to the issue. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v048607, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).